Event description:
It was reported that this device exhibited a decrease in the device battery and device data was sent to technical services (ts). Engineering reviewed the provide data and confirmed the power has been abnormally high and stable for at least the past year. The root cause of this high power is unknown which does put the performance of the device in question. The device does appear to be charging and sensing normally. However, it is advisable to replace the device soon due to the hardware being abnormal. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This report is being filed to update the patient identifier and evaluation conclusion code.

Event description:
It was reported that this device exhibited a decrease in the device battery and device data was sent to technical services (ts). Engineering reviewed the provide data and confirmed the power has been abnormally high and stable for at least the past year. The root cause of this high power is unknown which does put the performance of the device in question. The device does appear to be charging and sensing normally. However, it is advisable to replace the device soon due to the hardware being abnormal. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited a decrease in the device battery and device data was sent to technical services (ts). Engineering reviewed the provide data and confirmed the power has been abnormally high and stable for at least the past year. The root cause of this high power is unknown which does put the performance of the device in question. The device does appear to be charging and sensing normally. However, it is advisable to replace the device soon due to the hardware being abnormal. Additional information noted that engineering review was needed when it comes to the device abnormal behavior and high-power consumption. Engineering noted that despite the communicator not uploading device data, the remote monitoring engineers noted that the radio frequency consumed was at time 2.5 times per day which was unusual, and engineering suspected a file system corruption of the communicator. There was a recommendation to replace the communicator. No adverse patient effects were reported. This device remains implanted.

Event description:
It was reported that this device exhibited a decrease in the device battery and device data was sent to technical services (ts). Engineering reviewed the provide data and confirmed the power has been abnormally high and stable for at least the past year. The root cause of this high power is unknown which does put the performance of the device in question. The device does appear to be charging and sensing normally. However, it is advisable to replace the device soon due to the hardware being abnormal. Additional information noted that engineering review was needed when it comes to the device abnormal behavior and high power consumption. Engineering noted that despite the communicator not uploading device data, the remote monitoring engineers noted that the radio frequency consumed was at time 2.5 times per day which was unusual, and engineering suspected a file system corruption of the communicator. There was a recommendation to replace the communicator. No adverse patient effects were reported. This device remains implanted. It was additionally reported that the high power consumption by the device was confirmed to be the result of radiofrequency overuse by the communicator. The communicator was replaced, and power consumption returned to normal. It was recommended. It was planned to continue normal, routine follow-up.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.